Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set tubing detached from hub event on (B)(6) 2024.the blood glucose level was 371 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.